Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 400 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.